Event description:
An optometrist reported that a pt who underwent bilateral lasik surgery on (B)(6) 2012, reported halos and glare at one month post-op. This report concerns the left eye. On (B)(6) 2012, the pt was prescribed alphagan p 0.15% ophthalmic drops to be used twice per day. As of (B)(6) 2012, the pt's symptoms continued. The optometrist has stated that the pt has minimal to no refractive error, and it cannot be determined if the excimer laser continued to the pt's symptoms.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).